Event description:
It was reported that the infusion set was leaking at the headset. This issue occurred six times with the same batch and the customer noticed it as the adhesive plaster became wet with insulin.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.